Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture and high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). A lead fracture was alleged but not confirmed. The system was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The lead and device will not be returned as they were discarded. No additional adverse patient effects were reported.